Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Dir of nursing is reporting an event in which a leak occurred at the connection of the mainline tubing and the arterial drip chamber, allowing air to get into the extracorporeal system. The healthcare professional was only able to return the blood in the arterial line due to the presence of the air in the remainder of the system. Spoke with director of nursing who reports that the leak occurred approx halfway into the treatment. The reported blood loss was approx 150cc. The pt was reported as stable, no medical intervention or lab work required. Reports that the actual sampe is available for evaluation. This is 1 of 3 complaints from this facility. Reverence a medwatch form was filed based on blood loss only. A response letter and mailer have been sent to the facility.